Event description:
Same case a MFR# 2134265-2011-02945. It was reported that post a stenting treatment procedure, a patient death occurred. The 90% stenosed, 2.5x40mm lesion being treated located in the non-tortuous mid to distal left anterior descending (lad) artery. The physician implanted 2.5x16mm and 2.5x28mm taxus element stent. The procedure was successfully completed. The patient died after arriving back to "ward". The physician reported the patient death was not related to the taxus element stents. There is no allegation of device malfunction. The cause of death was related to a drop in blood pressure, heart failure, and lung failure.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).